Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "doesn't turn on", when plugged in to charge. Customer declined further follow up so no further information could be gathered. There was no reported adverse effect to the customer's blood glucose level.